Event description:
It was reported that when the doctor placed the screwdriver into guide, a snap was heard. He removed the broken pieces and tried again with a second driver, that also snapped. The procedure was successfully completed with another screwdriver in the set. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
The instrument was not returned for evaluation as the hospital disposed of the screwdrivers post surgery but the reported issue was confirmed via communication with the sales rep. Since no lot number was provided manufacturing records of the device could not be reviewed and the age of the device is unknown. It is inconclusive how many times the instrument has been used. The plausible root cause of the reported event could not be determined conclusively.

Event description:
It was reported that when the doctor placed the screwdriver into guide, a snap was heard. He removed the broken pieces and tried again with a second driver, that also snapped. The procedure was successfully completed with another screwdriver in the set. There are no reports of adverse consequences to the patient.